Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient discontinued using and charging the ipg several years ago due to not needing the system any longer for pain control. Communication could not be established using multiple external devices. Subsequently, surgical intervention was undertaken on (B)(6) 2016 to explant the system.